Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported events of no output and inability to interrogate were not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, did not identify any anomalies or functional issues and battery was at normal range. Device image analysis noted drop in battery voltage and signs of rapid discharge were noted. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that during a follow up in clinic, loss of pacing resulting in arrhythmia was noted and the device was unable to be interrogated. The physician suspected premature depletion of the battery. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.